Manufacturer narrative:
A device history record (DHR) review was performed and all required manufacturing processes and inspection steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities. Review of the sterilization records confirmed normal sterilization cycles for the products. The product was returned and visual inspection was normal. The cause of infection could not be traced to the device. The event of failure to capture on the right ventricular channel was not confirmed. The device was returned for analysis. Electrical, mechanical, and longevity analysis was normal with no anomalies found.

Event description:
It was reported that a patient presented with an infection in the pectoral area. The system, involving a pacemaker, an atrial lead, and a ventricular lead, were explanted on (B)(6) 2021 and re-sterilized. The system was re-implanted on (B)(6) 2021. During re-implant, the ventricular lead impedance was below range. A new lead was used. The patient was stable. Related manufacturer reference number: 2017865-2021-38603. Related manufacturer reference number: 2017865-2021-38605.